Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 11 another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, fiber-like foreign material of 2-3mm was found adhered to the back of the inserted lens. The foreign material was aspirated by irrigation/aspiration and the surgery was completed. Additional information was requested and provided that there was no problem to the patient and postoperative course was good. There are two medical device reports associated with this event. This is two of two.